Event description:
Two crews were dispatched to the scene at 09:27. The (B) (6) crew arrived and began CPR. A philips fr2 AED was connected to the pt using philips pads. Two shocks were delivered followed by a "no shock" decision. The (B) (6) crew arrived at 09:29 and placed philips pads to the pt. The (B) (6) crew then plugged the philips pads to the therapy cable of the lifepak 12 (lp 12) device, via the philips adapter; however, only a dashed line was observed on the display. The als crew disconnected the therapy cable and re-connected it; however, the lp 12 unit still displayed a dashed line. The (B) (6) crew then re-attached the philips AED to the pt and advised a "no shock" decision. The crew removed the first set of philips pads and replaced with another set of philips pads. The (B) (6) crew attached the second set of pads to the therapy cable via the philips adapter; the lp 12 device still displayed a dashed line. The crew disconnected the therapy cable from the lp 12 unit and re-connected it; with same result. Then, the (B) (6) crew's philips AED was re-attached to the pt while the lp 12 unit remained attached via the ECG limb lead cables for monitoring. The pt remained in pulseless electrical activity throughout transport. Upon arrival at the hospital at 09:54, return of spontaneous circulation was achieved. Pt care was not compromised. No adverse affect.

Manufacturer narrative:
(B) (4): physio-control evaluated the lp 12 device and verified the reported failure. The quik-combo therapy cable assembly was replaced. No noticeable damage of the device was observed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was determined that the root cause of the reported failure was a break in the sternum wire within the device connector strain relief area.